Manufacturer narrative:
Device evaluation by manufacturer: the following dimensions were inspected and all were found to be within specification: total length, useable length, tip length, coating length, coated proximal outside diameter, and coated distal outside diameter a 0.0184¿ mandrel was advanced through the proximal end of the catheter, through the catheter, and out the distal end without restriction. The catheter marker band and coating were examined under a microscope and no anomalies were noted. A coating confirmation test revealed that the coating was found to be present and intact with no damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is user preference. (B)(4).

Event description:
It was reported that during a embolization treatment procedure, a catheter was unable to be seen under fluoroscopy. An aneurysm in the hepatic artery was being treated. The tip of the renegade stc-18 catheter was unable to be seen under fluoroscopy when advanced on a transend 0.014¿¿ 190cm guidewire. The procedure was completed with a fastracker catheter. No patient injuries or complications were reported. The patient status is reported as "stable."

Event description:
It was reported that during a embolization treatment procedure, a catheter was unable to be seen under fluoroscopy. An aneurysm in the hepatic artery was being treated. The tip of the renegade stc-18 catheter was unable to be seen under fluoroscopy when advanced on a transcend 0.014 190cm guidewire. The procedure was completed with a fastracker catheter. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
(B)(4)